Manufacturer narrative:
The reported event of deformity upon deployment was not confirmed. The occluder was able to re-conform to its proper conformation with light pressure applied to the edges of the discs, meeting functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. The cause of the initial bulbous shape could not be conclusively determined.

Event description:
On (B)(6) 2019, a 25mm amplatzer cribriform occluder was selected for implant. During the procedure, the proximal disc deployed deformed. The device was re-sheathed and removed, and ex vivo examined. The device was reloaded and again deployed deformed. The device was exchanged for another 25mm amplatzer cribriform occluder (lot number: 6682294) which completed the procedure successfully. No patient consequences were reported.